Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer's blood glucose level was over 500 mg/dl, which was treated with a manual injection. The customer's husband stated that the high blood glucose levels had been recurring for about one week leading up to the call. The caller was advised that the customer should contact her doctor. The insulin pump was not replaced or returned for analysis.